Event description:
Complainant alleged that during biomed testing, the device failed leakage current testing. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll united kingdom for evaluation. The customer's report was not replicated or confirmed. The device was subjected to full functional testing and 30j tests without duplicating the report. An internal inspectional found no discrepancies. The analog baord was replaced as a precaution. The device was recertified and returned to the customer. The device log does not capture reports of this type. Analysis of reports of this type has not identified an increase in trend.